Event description:
Pump was reported to overinfuse on channel 2. Pump was reported to infuse unknown fluid at a rate of 9ml/hr but in 15 minutes, 50ml had infused. No additional details are known. No pt injury resulted.